Event description:
It was reported that, "the patient underwent left total hip arthroplasty in 2006." It was further reported that, "due to loosening, the hip was revised in 2006."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.